Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/79 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: feasibility, timing and outcome of leadless cardiac pacemaker implantation in patients undergoing cardiac implantable electronic device extraction. Clinical research in cardiology. 2024. 1-11. Doi: 10.1007/s00392-024-02516-0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cardiovascular implantable electronic device (cied) extraction and concomitant leadless implantable pulse generator (ipg) implantation. The causes for cied extractions were due to pocket infections, lead infections/endocarditis, pocket perforations, severe tricuspid regurgitation due to pacemaker lead, chronic pain due to the pacemaker, and unknown lead failures. Microbiological cultures of the extracted devices and blood cultures were positive in some patients. The most frequent pathogens were staphylococcus species (staphylococcus aureus, methicillin-resistant, epidermidis, hominis, hemolyticus), beta-hemolytic streptococcus, pseudomonas aeruginosa, arthrobacter species, and co-infection with candida albicans. The authors described patient deaths; one patient experienced cardiac arrest due to severe sepsis which occurred immediately after cied extraction and died before leadless implantation. There was another patient that died due to sepsis, and another due to a complicated pulmonary abscess; both occur ed within thirty days of cied extraction with leadless implantation. Other patients' causes of death included myocardial infarction, sepsis, pulmonary edema and severe tricuspid regurgitation. During extraction procedures there were patients who experienced pericardial effusion with pericardiocentesis, and hematoma which required reoperation. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.